Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a replacement procedure for the right ventricular lead, the atrial lead showed low impedance and high threshold. It was determined by the physician that the atrial lead may have been damaged while dissecting it from the pocket, therefore the atrial lead was removed and replaced. No patient complications have been reported as a result of this event.